Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a reaction that consisted of a rash with inflammation, pimples, blisters, and a scar which extended beyond the sensor patch adhesive. The patient had itching sensations in the area. The affected area was treated with an unspecified over the counter topical cream. The scar was present more than 3 months after the skin reaction occurred, and although requested, no other patient or event details were provided.